Manufacturer narrative:
(B)(4). The customer reported that the device had an op-check hang failure. There was no patient involvement. Philips evaluated the device and confirmed the failure. The processor pca was replaced to resolve the issue. The device passed all tests and was returned to the customer site.

Event description:
The customer reported that the device had an op-check hang failure. There was no patient involvement.